Manufacturer narrative:
The reported event of could not remove the atrial and ventricular leads from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the a- and v-leads to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue.

Event description:
During a procedure, it was not possible to remove the leads from the header of the device. A new device was used to resolve the event. The patient was stable.

Event description:
Additional information was received that the procedure was an elective device exchange.